Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section e.1: the initial reporter address line 1, initial reporter address line 2, initial reporter city, and initial reporter postal code were not available / reported. Based on complaint information, the device is not available to be returned for analysis. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8484762. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was received via the china health authority. It was reported that on (B)(6) 2024, at 14:00 hour, during a vascular stent placement procedure, the physician used the microcatheter (competitor brand) and a micro guidewire (competitor brand) to super-elect and pass through the basilar artery stenosis to reach the distal basilar artery, and then withdrew the microcatheter, took the balloon dilation catheter (unspecified brand) and entered the vessel along the microcatheter. The complaint stent, a 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200 / 8484762) was impeded in the microcatheter and could not advance after entering the stent catheter. It was reported that after checking, it was found that the stent ¿was retained in the stent catheter.¿ the physician replaced the balloon catheter and the stent to complete the procedure. There was no report of any negative patient impact.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 14-oct-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5 mm x 22 mm no distal tip enterprise vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. It was observed that only the stent was returned for evaluation. No appearance of damages were noted on the stent. Microscopic inspection was performed on the stent component. The stent was observed to be in good condition. There was no structural damage (i.e., no broken struts, no kinks). It was also observed to be fully expanded with both ends completely flared. The issue reported regarding the stent being impeded in the microcatheter could not be evaluated through functional testing due to the detached condition of the stent, since, in order to perform a functional analysis, the stent must be attached to the delivery wire and inside the introducer; however, due to the detached condition, the issue reported regarding the stent being 'retained in the stent catheter' was confirmed. At this time, there is no evidence to support that the issues reported in the complaint are a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8484762. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent damages from leaving the facility. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 26-aug-2024. [Additional information]: on 26-aug-2024, additional information was received. The information indicated that the product is available for return. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If / when the device returns, a device investigation will be performed. Updated sections. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.